Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, breast mass. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old asian female patient, who underwent breast augmentation revision with a 300cc mentor memorygel breast implant on the left side, noted in (B)(6) 2020 that there was a small lump over the upper pole of the left breast and noted that the left breast was a little firmer and larger than the right breast. Physical examination done on (B)(6) 2020, diagnosed left breast capsular contracture; baker grade iii, and a palpable rippling in the central upper pole. Progress notes indicated that this may be due to the contracture of the capsule and that it was squeezing the implant and giving palpable protrusion on the upper pole of the left breast. As a result, on (B)(6) 2020, the patient underwent unilateral removal and replacement with a 275cc mentor memorygel breast implant (catalog: 3507275mc lot: 9434028 sn: (B)(4)).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).